Manufacturer narrative:
(B)(4). Medical products: catalog number:6500661 lot number: 3035189 brand name: biomet biolox delta ceramic; catalog number: 010000668 lot number:6906549 brand name: g7 pps ltd acet shell 62h; catalog number:192113 lot number:043840 brand name: echo por fmrl lat nc. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced dislocation due to improper motion approximately 1 week post implantation. The patient's hip was reduced at ed without incident. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient experienced hip dislocation approximately one (1) week following initial right hip arthroplasty due to improper motion. The patient's hip was reduced without incident. Initial operative notes did not identify any intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of medical records provided did not identify any abnormalities. The device history records were reviewed and no discrepancies were identified. Based on the information reported, the root cause of the reported issue is attributed to the patient being non-compliant during post-operative care of the hip. The investigation could not verify or identify any evidence of product contribution to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected corrected: a1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.